Event description:
Reporter alleged obtaining the results of 18 mg/dl, 20 mg/dl and 84 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
.

Event description:
Additional information received states that the patient was admitted to the hospital following a fall which fractured her right hip. The procedure took place two days following the fall. Access was gained through the left femoral artery with an unspecified 8fr catheter. The wire was advanced to the left main with some difficulty. The rotablator system was platformed at 150,000 rpms. Several ablation runs were completed successfully with the 1.25 and 1.5 burrs, treating the proximal and mid lesion. The patient then experienced slow flow and was given nitroglycerin which resolved the issue. The physician then continued with the 2.0mm burr, treating only the proximal lesion and was not able to pass through. The patient then became hypotensive and experienced transient st elevation. The physician then used the apex balloon for two inflations, at 4 and 6 atms respectively. The procedure was successfully completed at that point.during transfer of the patient to her room, the patient became bradycardic, hypotensive, with st elevations and ventricular tachycardia. Using acls measures, patient was revived. However, as the patient was transferred to the ICU, the patient again started experiencing ventricular tachycardia and ventricular fibrillation, and the patient died. In the opinion of the physician, the patient died due to extensive calcific burden, leading to st elevation and arrhythmias. It was also the physician's opinion that there was no device malfunction and no vessel damage. The angiography showed good results, and the coronary artery was patent.